Event description:
It was reported that the patients lead had fractured. Surgical intervention took place where the lead was explanted and replaced.

Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.